Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned for analysis and no anomalies were found. The white substance on the helix was confirmed to be dexamethasone acetate which is steroid and not a foreign material.

Event description:
It was reported that prior to implant, there was white material adhering to the helix. The lead was not used. No patient complications have been reported as a result of this event.